Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Fixos 7.0 screwdriver tip broke while inserting screw by hand. Increased tourniquet time due to switching drivers and picking out broken pieces.